Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal total extra peritoneal hernia repair, the reload upon firing the tack would not release from the device. The tacks were not able to be fired normally from the device. The surgeon attempted to pull the device off of the mesh and the reload fell off into the patient¿s cavity but was removed. A new tacker was used to complete the case. There was no patient injury.